Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the issue had not been determined. They stated that the issue had not been resolved and the patient's weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the stylet was not securing in the lead was making it difficult to steer the lead. The physician was able to place the lead, but by steering the lead body rather than using a stylet. No symptoms or complications were reported.